Manufacturer narrative:
Investigation summary: a complaint of a hair inside the drip chamber was received from the customer. A photo was provided where foreign matter can be seen inside the drip chamber. The customer complaint was confirmed. A device history record review for model 10014881 lot number 22059218 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 16may2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to a physical sample not being returned, a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a hair was found in the drip chamber of the bd alaris¿ smartsite¿ low sorbing secondary set before use. The following information was provided by the initial reporter: "a hair was note to be inside the drip chamber as the technician opened the product to complete sterile compounding. Product was isolate and not used."